Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary we have forwarded the received information to the manufacturer osartis gmbh for investigation, find the statement below: result and root cause: the used sample was examined. It was found that the cement was completely mixed and that some cement had already been removed from the system. The complaint that the cement could not be mixed cannot be reconstructed. A user error is likely. Corrective actions for osartis are not possible. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related, therefore no further evaluation is needed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 07.702.016s, lot: 9a53271, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 20.may.2019, expiry date: 01.jan.2022. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was not possible to mix the cement, because the punch of the cement cartridge did not move forward, turning was possible. No patient involvement; surgery delay 2 minutes. Another kit was available and used without issues. This report is for one (1) vertecem v+ cement kit. This is report 1 of 1 for (B)(4).